Manufacturer narrative:
Based on info provided within the med records and the pt's peritoneal dialysis nurse's report of non-compliance it is unlikely any of the events were related to fmc products. A supplemental report will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) pt reported pain that was later diagnosed as peritonitis. In follow up with the pt's pd nurse it was reported that the clinic worked repeatedly with the pt to engage the blue pin once disconnected from the cycler. They feel the peritonitis was related to the pt's non-compliance. The pt was not hospitalized for the peritonitis. The pt's peritoneal fluid was cultured and was confirmed to contain gram negative morganella morganii. The pt was prescribed and treated with cefepime.